Event description:
A us distributor contacted zoll to report that a patient developed a bleeding cut under their breast from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed nystatin powder for the skin irritation. Outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.